Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer worked with facility information technology to correct the default gateway issue. A field service engineer worked with a customer support specialist to install a facility-specific bomgar and with a remote deployment team to finalize the upgrade. A field service engineer stated that the reported malfunction prevented the user from accessing medication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer failed.the customer stated that there was a delay in dispensing medication to the patient.there were no adverse events or injuries reported based on this event.